Event description:
Potential for injury associated with a tdsiv-2 custom power chair where the upper support of the leg rest is broken. This could potentially cause instability in the chair and not support the user, causing them to fall off the chair.